Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, prior to the procedure, a hair was found inside of the packaging for an 8mm x 60mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter. The device was not used and there were no reported injuries to the patient. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, prior to the procedure, a hair was found inside of the packaging for an 8mm x 60mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter. The device was not used and there were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned for evaluation. A sterile ¿saber .035 8x60 135cm sl¿ was received coiled inside the original packaging. During this evaluation the package received was evaluated and it was observed that an arrow marked on the unit¿s packaging denoted the presence of a hair inside the sterile package. Additionally, the received packaged unit did not show any evidence related to a possible loss of the sterility barrier as the packaging was sealed. The reported ¿packaging/pouch/box foreign material in sterile package - moveable particle¿ was confirmed as a hair was observed in the sterile device received inside its original packaging. However, the exact cause cannot be determined. This likely occurred during packaging at the manufacturing site and was an oversight during visual inspection. According to the instructions for use which is not intended to mitigate risk, ¿this product is designed and intended for single use. It is not designed to undergo reprocessing and re-sterilization after initial use. Reuse of this product, including after reprocessing and/or re-sterilization, may cause a loss of structural integrity which could lead to a failure of the device to perform as intended and may lead to a loss of critical labeling/use information all of which present a potential risk to patient safety. Note: do not use if the inner package is open or damaged. Note: do not resterilize. Exposure to temperatures above 54°c (130°f) may damage the catheter.¿ based on the information available for review, this issue does not meet the criteria for further investigation and a risk assessment is not required at this time as we will continue to monitor. However, the supplier was notified, and training was conducted.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, prior to the procedure, a hair was found inside of the packaging for an 8mm x 60mm saber .035 percutaneous transluminal angioplasty (pta) balloon catheter. The device was not used and there were no reported injuries to the patient. The device will be returned for evaluation.